Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). Prior to the procedure, echocardiogram (ECG) was demonstrated sinus rhythm with left bundle branch block (lbbb). Upon crossing the native valve with the non-abbott wire, the patient went into a complete heart block. Temporary pacing wire support was required to stabilize the rhythm. Pre-implant balloon valvuloplasty (pre-bav) was performed using a 23mm, non-abbott balloon while pacing at 180 beats per minute (bpm). The patient remained stable; ds was inserted via right femoral and the nose cone passed beyond the annulus plane. During the procedure, on the initial attempt at 80 percent, the valve expanded at a height of 4mm both on the non-coronary cusp (ncc) and left-coronary cusp (lcc); final depth remained unchanged. No gradient: trivial leak was observed. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. Post-procedure, conduction remained unchanged. On the following morning, the patient received a permanent pacemaker to resolve this event. The patient was in a stable condition and subsequently discharged.